Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed the reported condition of a leak, observed at broken tubing at the junction of the luer lock. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that an intermate lv 100 device was leaking before use. The device had been filled with 240 milliliters of 0.9% nacl inj.; (B)(4), lot# 11b23cc0010 when the leak was observed. There was no patient involvement. No additional information is available at this time.